Event description:
The customer reported one pt sample was run on the coulter act diff analyzer and generated erroneous low platelet result with an instrument generated flag(*). The specimen was not rerun and the erroneous flagged result was reported out of the lab. The pt was redrawn and the platelet result recovered higher (normal range). Additional info revealed the original sample was found to have clots. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The original sample was collected from a heel stick. Samples were not rerun accurate back to the last acceptable control run. The raw data was reviewed and found plt and mpv were only affected. Controls were run before but not after this incident and recovered within assay limits. Service was not dispatched for this event. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). The root cause may be associated with the customer reporting out clotted pt sample with instrument generated flags. As per product labeling, instrument generated flag prompts the operator to further review the results. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.